Event description:
It was reported to boston scientific corporation that a maxforce balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon would not stay inflated. It was reported that there was no issue with the inflation device. They confirmed that there were no sharp objects in the area of dilatation and that the balloon did not burst. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found a slight kink in the catheter of the device. Through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon inflation difficulty was confirmed, as a pinhole was noted to the balloon material. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. . A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.